Event description:
The customer called for help with her breeze2 meter. While troubleshooting, she performed control tests and rec'd a result of 13 mg/dl. The normal control range was 90-123 mg/dl. No adverse events were alleged. The customer used the last of her test strips while troubleshooting, so no product will be returned for eval.